Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "patient reported fluid coming out from the pump, so there was a leak inside the tubing in the cassette." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.